Event description:
During eval of the admin set for a reported over infusion of zosyn, the returned set was found to be leaking. The set was received in association to the failure investigations for 2016493-2013-00280 and 2016493-2013-00286. Additional pt or event information is available. There was no pt harm or medical intervention reported.

Manufacturer narrative:
(B)(4). During an eval of a set for a report of an over infusion, the set was found to be leaking. Microscopic examination of the set showed a 0.045 inch tear in the silicone tubing below the upper fitment and crush marks on the upper fitment above the tear. Pressure testing at (B)(4) psi showed leaking at the tear in the silicone tubing. Dimension testing found the tubing to be within specification. The cause of the leak is due to a tear in the silicone tubing. The root cause of the tear was not identified.